Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed january 28, 2014.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device.this report is filed (B)(6), 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. Correction: the follow up 1 of MFR. Number 6000034-2013-00430 reported on may 30, 2013, was inadvertently filed against the wrong MFR. Number. The report was corrected on october 9, 2013, with MFR. No. 6000034-2013-01804. This report is filed october 15, 2013.